Event description:
Received information that noise was noted on the iegm. Device was reprogrammed to minimize detection. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.